Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. A potential commanded shock was discussed. The patient will continue to be monitored. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. A potential commanded shock was discussed. The patient will continue to be monitored. This device remains in service. No further adverse patient effects were reported. Additional information was received, it was reported that this rv lead was explanted and successfully replaced with another rv lead of a different model. This rv lead has already returned to boston scientific but further analysis has not been performed. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. A potential commanded shock was discussed. The patient will continue to be monitored. This device remains in service. No further adverse patient effects were reported. Additional information was received, it was reported that this rv lead was explanted and successfully replaced with another rv lead of a different model. This rv lead has already returned to boston scientific and further analysis was already completed. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification of body fluids on the distal shocking coil and outer insulation. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were electrically open indicating a fracture or broken conductor. Analysis determined that the increased impedance measurements may have been impacted by the calcification of body fluids on the lead body. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.